Manufacturer narrative:
Date rec'd by MFR: 25jun2019. The technician confirmed the customer allegation and recommended replacement of the touchscreen. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The touchscreen was not responding. There was no patient involvement.